Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. A system error 322 was unable to be reproduced during eval. However, review of the history log confirms the reported symptom. It was determined that the upper and lower aux were failing components which caused this deficiency. The upper and lower aux were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a spectrum infusion pump alarmed for system error 322 interrupting an infusion. This alarm occurred during an infusion of norepinephrine at 5mcg/hr. The customer stated that the pt's blood pressure dropped for 2 minutes while the pump was being replaced. The pt's blood pressure stabilized after the pump was replaced. It was further reported that the pt was "fine" afterward and there was no prolonged injury.